Event description:
It was reported that the insufflator stopped delivering gas, preventing the establishment of pneumoperitoneum. The issue was resolved after approximately 20 minutes, resulting in prolonged anesthesia and surgical duration for the patient. Since the anesthesia was prolonged, the case is considered reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).